Event description:
It was reported that during a laparoscopic inguinal hernia repair at the dissection step, a component of the internal valve breaking off and falling into the body cavity, multiple shards breaking off of the obturator. All debris was retrieved from the abdominal cavity using a grasper, and the case proceeded as normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that only one obturator was received. The spiked trocars, two circular seals and envelope seals appeared intact. One of the devices had a piece of seal disengaged. The flanges of the anchors were intact. Functional testing proved the devices functioned normally. The tops were actuated and the flanges presented themselves cleanly locking into place. The tops were actuated in reverse and the flanges retracted perfectly. It was reported that the seal and component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the trocar was damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.